Event description:
It was reported "placed dilator over wire, it slid without issue until it was about 3.5cm ext. Pulled back and found damage in 2 locations. Used a new introducer without issue. Unknown of patient injury, it was in the vein." There was no medical intervention required. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "placed dilator over wire, it slid without issue until it was about 3.5cm ext. Pulled back and found damage in 2 locations. Used a new introducer without issue. Unknown of patient injury, it was in the vein." There was no medical intervention required. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The complaint of peel-away body damage was able to be confirmed by the photo. The customer also returned one peel-away sheath with dilator assembly and the product lidstock for analysis. The dilator was not advanced through the sheath. Signs of use were observed on the sheath and dilator. Visual analysis revealed that portions of the sheath body appeared to be twisted along the blue tear line. The twisted features were only on one side of the extrusion. No other defects were observed with the dilator. The sheath length from the tabs to the distal tip measured 2 11/16", which is within the specification limits of 2 5/8"-2 7/8" per peel-away product drawing. The sheath outer diameter measured 0.094", which is within the specification limits of 0.093"-0.099" per peel-away extrusion product drawing. The sheath inner diameter at the distal tip measured 0.074", which is within the specification limits of 0.074"-0.075" per peel-away product drawing. The peel-away sheath and dilator were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "ensure dilator is in position and locked to hub of sheath." The dilator was reinserted back into the sheath and locked into the sheath hub. The dilator was able to pass through the sheath tip with little to no resistance. Manufacturing was contacted as a part of this complaint investigation. They stated that the damage is unlikely to be related to the manufacturing process as considerable force would be required to form the "accordion" shape/folds observed on the device. The "waviness" observed on the extrusion body suggests there was excessive force and rotation of the sheath body over the dilator. Additionally, production performs a 100% inspection of the sheath/dilator assembly to ensure proper fit. A device history record review was performed, and two potential findings were identified. Non-conformances were initiated for batch 34c24a0308 for the issue of "peel-away sheath tears incorrectly" and "peel-away sheath body damaged in use," respectively. These non-conformances are relevant to this investigation as they are different failure modes observed. The IFU provided with this kit warns the user, "precaution: do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip." The customer report of peel-away sheath body damage was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged. Despite the damage, the sheath and the dilator met all relevant functional requirements. The damage observed on the returned sample suggests there was excessive force and rotation of the sheath body over the dilator. Based on these circumstances, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.